Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The pst observed the ccm screen to be blank and there was no readable output. The ccm was disassembled and the screen illuminated with manipulation of the inverter. The issue reappeared when the ccm was reassembled. It was determined that the ccm display did not meet specification. The service repair technician (srt) replaced the ccm display. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) during set-up for a procedure, whereby the central control monitor (ccm) was blank. The hlm was changed out, resulting in a two-hour delay to start the procedure. There was no blood loss, and the surgery was completed successfully.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a two hour delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the ccm and performed testing successfully. The unit operated to the manufacturer's specifications.